Manufacturer narrative:
(B)(4). Date sent: 11/18/2021. Additional information was requested, and the following was obtained: is the current patient status known? The patient recovered well from his surgery without any news. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I only increased the surgical time. I received the material so far and is pending for shipment.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. D4: batch # r5at7m. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one ecr60d reload not loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photo shows a piece of tissue on a table and a staple line on the tissue appears to be noted. Also, a section on the staple line appears to be not properly stapler and around this area, some staples can be noted no properly formed. Photos three, four, and five show tissue, and slightly bleeding was noted on it, also some staples were observed. However, however, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photos review, the event described is confirmed, however, no conclusion or root cause could be determined. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) batch # unk investigation summary: this is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photo shows a piece of tissue on a table and a staple line on the tissue appears to be noted. Also, a section on the staple line appears to be not properly stapler and around this area, some staples can be noted no properly formed. Photos three, four, and five show tissue, and slightly bleeding was noted on it, also some staples were observed. However, however, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photos review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that when cutting and stapling the stomach in a gastric sleeve, when the fourth reload was going to be used in the tissue it did not staple, but it did cut, another reload was passed again and when firing it is seen that it displaces the tissue and staple. Manual suture must be performed to close the stomach. No patient consequences reported. No further information is available.